Event description:
The reported event was that the surgeon was given a 2-0 vicryl on a ur- 6 needle during a robotically assisted pulmonary lobectomy. When the assistant was removing the ur-6 through her port, it popped off. The surgeon spent a long time looking for the needle without success, opted to complete the atriclip portion, and then resumed the search. While trying to retract the lung, the surgeon improperly moved arm 4 of the robot and lacerated the main pulmonary artery with the bipolar forceps, resulting in a need to convert from a robotic procedure to an open thoracotomy. Product description: vicryl suture and ur-6 needle. Event date: (B)(6) 2022. Site name/address: (B)(6), (B)(6). Site contact dr. (B)(6), (B)(6). Surgeon name: dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)